Event description:
It was reported that during a novasure endometrial ablation the physician received an unsuccessful cavity integrity assessment (cia) test. A hysteroscopy was performed and the physician "found a perforation and view of the bowel (exact location unknown)". The physician attempted to view the uterine cavity a second time via hysteroscope and could not locate the perforation site again. The procedure was aborted. No intervention was required. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).